Manufacturer narrative:
Date of the event (B)(6) 2019 is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of parkinson's dual and movement disorders. It was reported that the patient's device wasn't seeming to work right, as it didn't seem to be holding charge since they were having to charge more often. It was stated the patient used to charge once a week and now they have to charge more than once. The patient had replaced the insr in (B)(6) and the consumer was unsure if this was related to the issue. The consumer stated the patient had not had any changes in settings and did not change groups. No symptoms were reported. No further complications were reported or anticipated with this event. Additional information was received from a consumer reporting that the patient has to charge more than they used to, and the ins was turning itself off. It was mentioned that the patient's settings have been increased by the health care provider and he manufacturer's representative. Patient also mentioned that they felt it was off and did not think patient was turned on. However, caller and patient was unable to confirm the status of the ins due to ins battery level being currently too low. Patient will be meeting with hcp to continue addressing care in (B)(6).